Event description:
Customer reported the system displayed a console error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a circuit board and upgraded software. System operates as intended.